Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Missing patient weight. A medtronic representative went to the site to test the equipment. Testing revealed that after passing a right side tracker calibration, the system was found to be functioning as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy wit the right side tracker. After taking 3 3d spins each spin was approximately 10 cm inaccurate. Surgeon checked the anatomy and reference frame attached to patient. It was as inaccurate by 10 cm in all places. The site brought in a second imaging system for the surgery and there were no issues with inaccuracy. Issue occurred intra/peri-operatively with one hour delay to surgical time. There was no reported impact to patient outcome but navigation was aborted.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to navigational inaccuracy. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: medtronic representative present total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.